Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report #: 3006705815-2018-03493. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
Device 1 of 3: reference MFR report #: 3006705815-2018-03493. Reference MFR report #: 1627487-2019-02554. Additional information received identified the patient underwent surgical intervention on (B)(6) 2018 during which, the entire scs system was explanted.